Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch due high out of range pace impedances on the right atrial (ra) lead and on the right ventricular (rv) lead. The switches occurred at different times, but after both, noise was observed. On the ra channel, the noise was oversensed and resulted in inappropriate atrial tachy response episodes. On the rv channel, the noise was not oversensed. The rv impedance trends show that they are relatively stable, but the ra impedances show multiple occurrences with values over 3000 ohms. The frequency in out of range ra values has increased since (B)(6) 2018. At this time, the lead safety switch has been turned off for both leads and the system remains in service. Both leads are another manufacturer's product. No adverse patient effects were reported.

Event description:
This report is being filed to provide an update to coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.